Event description:
Vascular sheath's outer layer separated into a proximal and distal segment. The inner layer remained intact. This occurred in a pt with heavy extravascular scar tissue and intravascular atherosclerotic disease and after much manipulation during a two hour peripheral angioplasty.